Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Additional information was requested from the customer to further understand the issue that was experienced, but responses have not been provided. No product has been received for evaluation; therefore, the complaint could not be confirmed. If the sample should be returned in the future, a follow-up report will be submitted. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
There is a hole in the catheter next to no.31.